Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the alleged issue could not be confirmed. This concludes the investigation. If additional information becomes available a follow up submission will be done.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a bad alarm cable. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer requested and was provided with the part numbers for a replacement cable. The customer was also provided with the most current service manual (revision t). Investigation is ongoing.